Manufacturer narrative:
The device sample was not returned for eval at the time of this report.

Event description:
The complaint is reported as: the customer alleges that the care giver noticed the pressurized air exit port was broken off the compressor housing. The alleged issue occurred during preparation for pt use. Another device was obtained for pt use.